Event description:
My breast implant ruptured. I tried getting help several times from doctors, and my answers were sorry we cant help you. I've been asking for help for now two years. It's been things became a mess after coronavirus hit, so I stopped trying to get help because it wasn't possible. I am uncomfortable physically and mentally. It's an embarrassment and noticeable; just getting dressed has become a nightmare for me. I don't want to go out anywhere, I look like a monster. "No sure, and my dr retired". FDA safety report ID # (B)(4).